Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient remains implanted. The recipient's activation went well. This is the final report.

Event description:
The recipient reportedly experienced device migration. On (B)(6) 2018, the recipient's device was repositioned.